Event description:
It was reported that approximately four months post implantation of a right total hip arthroplasty, the patient was revised due to mid-thigh pain with stem subsidence. No additional information was available.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia cat# 47249009700 lot# 65908583 tear drop guide wire 3.0 mm diameter 100 cm length cat# 650-1162 lot# 2018110261 delta cer fem hd 32/0mm t1 cat# 166068 lot# 7661349 arcos distal screw ti 5x40mm m cat#11-301815 lot# 65688539 arcos 15x200mm intlkng dist. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6;h10. H6: component code: mechanical (g04) stem. Visual examination of the provided pictures identified the femoral components and head still in the assembled position which were removed during the revision. Bio debris can be seen around the distal end and at the junction between the cylindrical component and the distal component. No further evaluations could be made based on the provided image alone. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: right hip arthroplasty components are anatomically aligned without dislocation. The femoral implant is subsided as the greater trochanter nearly abuts the acetabulum. A distal femoral stem screw is present and appeared fractured. Radiolucency is noted in the subtrochanteric femur likely representing prior osteolysis. Bone quality is osteopenic. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Based on the medical image review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.